Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, high pacing impedance was observed on the right atrial (ra) lead. Diagnostic imaging was performed and revealed the ra lead had become dislodged. A revision procedure was performed, and the ra lead was successfully repositioned to resolve the event. The patient was in stable condition.